Event description:
During a follow up performed on (B)(6) 2014, high ventricular impedance (>3 kohms) was identified. A re-intervention was performed on (B)(6) 2014. During the procedure when the physician pulled the ventricular lead before unscrewing the setscrew, the ventricular lead came out from the port easily. However, x-ray photo showed that the tip of connector pin was protruded from the connector block. The ventricular lead was measured by an analyzer and no irregularities were noted. A new single chamber device was implanted and connected to the existing ventricular lead. The atrial lead was abandoned due to sustained atrial fibrillation.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
During a follow up performed on (B)(6) 2014 high ventricular impedance (>3 kohms) was identified. A re-intervention was performed on (B)(6) 2014. During the procedure when the physician pulled the ventricular lead before unscrewing the setscrew, the ventricular lead came out from the port easily. However x-ray photo showed that the tip of connector pin was protruded from the connector block. The ventricular lead was measured by an analyzer and no irregularities were noted. A new single chamber device was implanted and connected to the existing ventricular lead. The atrial lead was abandoned due to sustained atrial fibrillation.

Event description:
During a follow up performed on (B)(6) 2014, high ventricular impedance (>3 kohms) was identified. A re-intervention was performed on 3 june 2014. During the procedure when the physician pulled the ventricular lead before unscrewing the setscrew, the ventricular lead came out from the port easily. However x-ray photo showed that the tip of connector pin was protruded from the connector block. The ventricular lead was measured by an analyzer and no irregularities were noted. A new single chamber device was implanted and connected to the existing ventricular lead. The atrial lead was abandoned due to sustained atrial fibrillation.

Manufacturer narrative:
(B)(4).